Event description:
It was reported that a virage screw was found to have disassembled on a post-operative x-ray. A revision surgery is planned, but has not yet been scheduled.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a virage screw was found to have disassembled on a post-operative x-ray. A revision surgery is planned, but has not yet been scheduled.

Manufacturer narrative:
Correction in a5: ethnicity. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned x-rays show that the screw has disassembled. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown surgical, patient, traumatic or operational factors, or forces applied to the tulip head outside of the expected forces from the closure top and rod. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.